Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, increased sensitivity, fistula and inflammation. No further patient complications were reported.